Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. No unexpected alarm noted during testing. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 161 mg/dl. The customer reported a motor error alarm from the insulin pump during rewind. The customer also reported a motion sensor test failure from the insulin pump that could not be cleared. Troubleshooting was done. It was reported that the customer was not using the sensor feature of the insulin pump. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was unable to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.